Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 33 mg/dl at the time of incident. The customer was treated with food. The customer does not allege pump was over delivering. The customer was advised to o monitor blood until replacement arrives. The insulin pump will not be returned for analysis. Rsr-mmt-326-frn, mmt-876 inf set.